Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es device was not connected to network. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device needed a full synchronization to restore functionality. A technical support specialist dialed into the station, checked the station logs, identified that a full synchronization was required, and completed the synchronization process. The device was fully synchronized, and the customer was informed of the completion and acknowledged resolution, granting permission to close the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es device was not connected to network. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.